Event description:
The Biomedical Technician (biomed) reported to Fresenius Technical Services that the power plug on the 2008T machine was blackened. No smoke, spark, flame, or arcing was observed. The power plug is original to the machine. The machine has approximately 4,204 operating hours. The biomed stated that the reported issue was identified during a routine check. There was no harm to any patients or individuals as a result of this malfunction. No additional thermal damage was identified and the reported issue did not cause extensive damage to the machine. No issues were identified with the hospital grade ground-fault circuit interrupter (GFCI) outlet. A replacement plug was ordered to resolve the reported issue. The replacement part had not arrived at the time of follow-up. The machine remained out of service pending repair. No parts were reported to be returned to the manufacturer for physical evaluation.

Event description:
THE BIOMEDICAL TECHNICIAN (BIOMED) REPORTED TO FRESENIUS TECHNICAL SERVICES THAT THE POWER PLUG ON THE 2008T MACHINE WAS BLACKENED. NO SMOKE, SPARK, FLAME, OR ARCING WAS OBSERVED. THE POWER PLUG IS ORIGINAL TO THE MACHINE. THE MACHINE HAS APPROXIMATELY 4,204 OPERATING HOURS. THE BIOMED STATED THAT THE REPORTED ISSUE WAS IDENTIFIED DURING A ROUTINE CHECK. THERE WAS NO HARM TO ANY PATIENTS OR INDIVIDUALS AS A RESULT OF THIS MALFUNCTION. NO ADDITIONAL THERMAL DAMAGE WAS IDENTIFIED AND THE REPORTED ISSUE DID NOT CAUSE EXTENSIVE DAMAGE TO THE MACHINE. NO ISSUES WERE IDENTIFIED WITH THE HOSPITAL GRADE GROUND-FAULT CIRCUIT INTERRUPTER (GFCI) OUTLET. A REPLACEMENT PLUG WAS ORDERED TO RESOLVE THE REPORTED ISSUE. THE REPLACEMENT PART HAD NOT ARRIVED AT THE TIME OF FOLLOW-UP. THE MACHINE REMAINED OUT OF SERVICE PENDING REPAIR. NO PARTS WERE REPORTED TO BE RETURNED TO THE MANUFACTURER FOR PHYSICAL EVALUATION.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.